Event description:
The patient was complaining of pain and the surgeon decided to revise the implants. Intraoperatively, the surgeon determined the stem was extremely loose. The explanted material will be returned for analysis.